Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/ compromised force sensor and displacement test. The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked display window corner, battery tube threads, belt clip slot, scratched lcd window.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.